Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the plastic ring around the reservoir had fallen off the customer's pump, and reservoir would not lock in pump. It was reported that the customer's blood glucose level was good. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked reservoir tube window corners, broken reservoir tube lip and cracked battery tube threads.